Event description:
Treatment of an unruptured right ophthalmic saccular aneurysm measuring 10 mm x 5 mm. It was reported that the patient had a downward posterior genu. During the pipeline deployment, the distal and proximal ends of the pipeline opened but the center remained flattened. The capture coil could not be advanced or pulled back. An echelon catheter and avigo guidewire, accessed through the left groin, were advanced alongside the marksman catheter to open up the device enough to retract the capture coil. Balloon angioplasty (an option presented in the instructions for use) was performed to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).